Event description:
It was reported that the patient underwent l3-l4, and partial l2, laminectomy and posterolateral arthrodesis from l1 to s1 using m8 pedicle screws and rods, rhbmp-2/acs, and local bone graft. Five months post-op it the rods had broken. Eleven months post-op the patient underwent anterior lumbar interbody fusion (alif) at l4-5 with removal / replacement of broken rods and reimplantation. The patient's last follow up exam was performed at 20 months. Bone healing was assessed as healed/fused.

Manufacturer narrative:
Concomitant products: m8 rods / pedicle screws (explant 11 months post-op); rhbmp-2/acs, local bone (therapy dates unknown). (B)(6). (B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. "This MDR is late since the source data for this MDR is from a retrospective study that was conducted in 2006-2008 which included data from 2002-2006. The adverse events in this dataset were not assessed for reportability until june 2013. (B)(4).